Event description:
It was reported on (B)(6)2019 ¿ 4fr PICC lot recv2203 catheter cracked at 11-12cms. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a fracture is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. A valved luer cap was attached to the hub. Evidence of use was present throughout the device. A split was present at the 11 cm depth marker. Manipulation of the catheter revealed it to preferentially kink at the split location and at the 10 cm depth marker. Circumferential material wrinkling was present at that location which was likely caused by kinking. Microscopic observation revealed a circumferential split at the 11 cm depth marker. The split corners were observed to have propagated into a ¿y¿ shape. Material wrinkling was also present along the split edges. The sample was cut approximate 1 cm from the split where the 12 cm mark is faded. The wall thickness was measured and was found to be within specification. The characteristics of the damage observed are consistent with damage caused repeated kinking of the catheter leading to material fatigue; therefore, the complaint is confirmed to be related to the use of the device. The instructions for use (IFU) state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of recv2203 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv2203 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2019 ¿ 4fr PICC lot recv2203 catheter cracked at 11-12cms.